Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they felt stim in their ankle since implant. Patient stated they briefly felt stim in back 1-2 times since implant but that has gone away. Patient stated they have never felt stimulation in the bicycle seat area. During call, patient was walked through increasing stimulation. Patient was feeling stim at 1.4 on program 7. They confirmed ins status was on. No falls or trauma. Patient advised to follow up with healthcare professional (hcp) for stim felt in ankles and back. By the end of the call patient stated they were feeling stim in the bicycle seat area. Moreover, patient reported that it seemed like therapy was not working as well for them starting the past month. They increased to program 7 at 1.7. Patient again advised to follow up with hcp. No further complications were reported or anticipated.